Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled cartridges with 250 units of insulin during the load sequence. Additionally, a cartridge leaked. Customer¿s blood glucose level was 145mg/dl. Reportedly the customer had an alternate pump for insulin therapy.